Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back syndrome ¿ other. It was reported on (B)(6) 2017 that the hcp read the pump and saw that the patient had a motor stall. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue reported. There were no diagnostics or troubleshooting performed and no interventions/actions taken to resolve the issue that the representative was aware of. It was noted that the hcp would see the patient in-office on (B)(6) 2017. It was reported that the patient was not showing any signs of withdrawal as of now according to the hcp. No surgical intervention had occurred and no surgical intervention was planned. It was indicated that at the time of the report the issue was not resolved and the patient status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient¿s weight at the time of the event was (B)(6).

Manufacturer narrative:
Interrogation of the pump revealed the device had been programmed to deliver 10.0 mg/ml of morphine at 0.061 mg/day and 6.0 mg/ml of bupivacaine at 0.0365 mg/day in minimum rate infusion mode. Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper and lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The type of report was updated from previously being a reportable malfunction to now a reportable serious injury. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer. As per the manufacture's device registry, the pump was replaced on (B)(6)2017.